Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluation the conclusion does not reasonably suggest the event may have caused or contributed to a death or serious injury of a patient, user or other person. Therefore this event is deemed not reportable per 21 cfr part 803.

Event description:
It was reported that while they were prepping a catheter for a patient, they noticed that the luer on the PICC line was oval in shape and it could not be connected to the tubing. Another device was used and placement was successful. No patient involvement.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebz1150 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that while they were prepping a catheter for a patient, they noticed that the luer on the PICC line was oval in shape and it could not be connected to the tubing. Another device was used and placement was successful. No patient involvement.